Event description:
The MFR received info alleging a pt desaturated when the ventilator failed to deliver the correct airflow. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.